Manufacturer narrative:
The device was evaluated. A visual inspection with naked eye noted a hole or cut in the silicone tubing approximately one and one half inches from the closed sleeve. Functional testing, including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed and the sample failed due to the hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv (ultraviolet) flash transfer set leaked from a cut on the tubing. This was identified at the hospital while in use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.